Event description:
It was reported that intermittent altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose ranged between 95 and 180mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
Training/use error. Some activities, such as hiking, skiing or snowboarding, could expose your pump to extreme altitudes. The pump has been tested at altitudes up to 10,000 feet (3,048 meters) at standard operating temperatures. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.